Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving morphine (25 mg/ml, unknown dose) via an implantable pump for chronic low back pain and spinal pain. On (B)(6) 2018, a motor stall occurred and remained active. The patient did not have a recent magnetic resonance imaging (MRI). It was stated, "pump status and/or event log report motor stall occurred". The patient was admitted to the hospital with symptoms of withdrawal. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-11, additional information was received from the manufacturer representative (rep) and confirmed with the healthcare professional (hcp). Additional information reported the pump was replaced on 2018-(B)(6). The patient has been seen by their hcp since the replacement and has been doing well. The dose of the morphine was 4.7 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported on or about (B)(6) 2018, the patient noticed the pump was beeping and started to feel some signs of withdrawal. The patient presented to their doctor, who suspected motor stall and attempted to restart the pump to cure the motor stall. The patient was given oral morphine and told to present to the emergency room if the withdrawal symptoms persisted. On or about (B)(6) 2018, when the patient continued to have withdrawal symptoms, including pain, nausea, and vomiting, they presented to the emergency department. On or about (B)(6) 2018, the patient underwent an emergent intrathecal pump replacement after a manufacture representative confirmed that the pump was in permanent motor stall and needed to be replaced. It was noted the patient was administered to the hospital due to the issue. Upon information and belief, the patient¿s underinfusion and ultimately life-threatening morphine withdrawals caused these very serious injuries and were the result of manufacturing defects in plaintiff¿s pump as alleged herein insofar as the pump experienced motor stalls, which were unable to be remedied by restarting the pump. It was further reported the patient had overinfusion, underinfusion, severe pain, and withdrawal.